Event description:
It was reported that during a transcatheter aortic valve implantation procedure, there was a failure to place the first transcatheter aortic valve due to dislodgement during release. A second non-medtronic transcatheter aortic valve was implanted in the aortic annulus with a good end result and no interaction with the supra-aortic trunks.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329, (unknown serial/lot); product type: 0195-heart valves; implant date: na; explant date: na; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.